Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. An unused sample and three decontaminated samples were received for evaluation. Sample analysis was performed; as part of the analysis the samples were visually inspected according to procedure. Four samples were received, three samples showed tearing along the handle and the other sample had reduced internal diameter. The reported condition by the customer was confirmed. The investigation has determined the most likely root cause for this issue is related to a slight reduction of the inside diameter of the handle cover. This diameter change was implemented along with other factors to eliminate pleats in the glove and minimize the potential for splits and tears. This change may result in a small number of light gloves that may fit tightly over the light handle. If forced onto the handle, the glove may tear or split when being applied. A corrective and preventive action (CAPA) has been opened to address this reported issue. In addition, a production notification was performed to all personnel to ensure that they are aware on the condition reported by the customer. We are currently making process modifications to return the light glove diameter to its original specification to preclude any difficulty during application, while maintaining a design that is free of pleats. These changes will be validated and implemented by late march 2016. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 1/07/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer states there was a tear in the light glove when they took it out of the packaging.

Manufacturer narrative:
Submit date: 02/15/2016. Originally reported as the customer states there was a tear in the light glove when they took it out of the packaging. Per additional clarification received from the customer on (B)(6) 2016, the tear was noticed once the light glove was put on the light handle. This was used in the cath lab.

Event description:
The tear was noticed once the light glove was put on the light handle. This was used in the cath lab.